Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was not reproduced during evaluation. A review of the event history log revealed downstream occlusion alarms but it was not determined if the alarms were true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an alarmed downstream occlusion during unspecified process step. There was no patient involvement. No additional information is available.